Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and performed the accuracy and leakage tests in the service guide using 3 different sizes of disposable cuffs and one reusable cuff. The fse found no significant deviations in the data to suggest an issue consistent with the user's experience. The fse also took several blood pressure readings using an expansion and her own arm. The fse was unable to replicate the problem while troubleshooting. The staff expressed experiencing these same issues for many months, even when they were using welch allyn disposable cuffs, but they do not experience it with the reusable ones. The philips disposable cuffs are intended for single-patient use. There should be an awareness that these cuffs are only intended for the duration of a single patients' stay and using them for multiple could lead to wear and tear and inconsistencies in measurements. Based on the results of the analysis, the device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the gentle care cuff, small adult, 1-tube indicating that while using the philips disposable blood pressure cuff, user was not getting an accurate blood pressure. The staff was having to take multiple non-invasive blood pressures (nibp) to get a reading, and most time, they get "?" When using the disposable cuffs. The device was in use on a patient at the time of the event. There was no adverse event reported.